Event description:
The facility's engineering manager alleged the bed emitted smoke and the fire department was called. A pt was on the bed at the time, but was not injured.

Manufacturer narrative:
The technician investigated and the account stated the bed had a burning smell and there was smoke from underneath the foot section. The bed was unplugged, the pt was removed and the fire department was called. The technician found the right siderail control up switch was stuck and the head motor capacitor was cracked and had vented. There was no sign of charring. The account removed the bed from service and will not repair at this time.